Event description:
Re-cycled catheter did not retain its designed curve. Discussed with the staff, and it was a resterilized st. Jude medical cs catheter. It was the catheter shape issue. The curve was not in a designed shape, and the physician had difficult to manipulate the catheter. The catheter was removed, and a new catheter was used. The procedure completed with no further issues. No injury to the patient.